Event description:
It was reported that the patients ipg would no longer hold a charge and the stimulation was inadequate. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The patient was doing well postoperatively and the explanted ipg will not be returned.